Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a coil embolization procedure with a small hole sheath. Reportedly, when the device was being removed, it was stuck. The suture was found tangled up. The suture was cut, and the device was removed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is possible the suture tangled due to the operator not completing a full stroke of the plunger during withdrawal resulting in the entrapment of the device; however, a conclusive cause for the reported event could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.